Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and hcp regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient didn't use the ins anymore because he had difficulty charging it. The patient said the last time he charged his ins was over a year ago. The patient mentioned he forgot to charge the ins while he was on a trip which resulted in it being depleted. The patient said he had it "rebooted" once, noting that it died again after due to continuing recharge difficulty. The patient said he then never bothered to reboot it. The patient said it seemed like the ins battery wasn't making it through the day. The patient mentioned that there was a bulge in his back in the ins area and it was sitting funny in his back, "like it was trying to go from side to side" when getting in and out of his vehicle. The patient said this started within the last few months. The hcp said the ins was overdischarged as the patient hadn't recharged in over a year and a half. The patient said the system recharge became less and less until he couldn't recharge anymore. The patient called back later and stated the ins was completely dead as it hasn't been charged for a year and a half. The patient said he spoke to a rep who instructed the patient how to jumpstart the ins. The patient said the ins would not restart. The patient last had stim a year and a half ago. The last recharge was also a year and a half ago. The patient had poor communication and saw the reposition antenna screen. The patient was directed to follow up with an hcp and hcp listings were sent. No further complications were reported.